Event description:
It was reported by svc report that the nurse call was not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The 37 pin connector pushed in.